Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported that during a cataract extraction with intraocular lens (iol) implant procedure, black dust like material was noted on the tip of the injector. There was patient contact but the iol was not implanted. The procedure was completed with a new lens. Additional information has been requested.